Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient¿s current pump medication, dilaudid, was not working. The pump medication was to be changed to morphine. In addition, while attempting the medication exchange under fluoroscopy, the health care provider (hcp) used a 25 gauge spinal needle in the side port. Upon drawing the fluid back it was noted to be ¿brownish, viscous stuff, like old blood¿ and the hcp was not able to clear all of it when pulling back. The hcp could pull out only one cc and then could not pull any more out. A sample of the drawn fluid was to be further evaluated in the laboratory. The pump had been implanted by another physician, thought to not have done very many implants, and the patient never had pain relief since the implant. The pump reservoir was empty but it was unclear as to what may have occurred with the catheter. Reportedly, under imaging the catheter appeared to be connected to the pump. The hcp did not want to flush the catheter and was hesitant to even start the pump back up. This patient had not had any infection symptoms. Additional information has been requested, but was not available as of the date of this report.